Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred and was noted through reduction of the compound motor action potential (cmap) and reduction of diaphragmatic response detected by abdominal palpation. It was noted that the patient experienced a nose bleed. A double stop was performed. Diaphragm activity did not completely recover. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 12 injections were performed with balloon catheter, 2af284 with lot number 04093 on the date of the event with system notice 50012 ¿the refrigerant delivery path is obstructed¿ on two applications. A clinical issue (phrenic nerve injury) was encountered during the procedure. There is no sufficient evidence that the device potentially caused this adverse event. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.